Event description:
It was reported that during a laparoscopic hemicolectomy procedure, the device was leaking from the seal. Another device was used to complete the procedure. There was no adverse consequence to the patient. The device was discarded.

Manufacturer narrative:
Were any noises heard such as "whistling" or "hissing"? If so, did the "noise" prevent insufflation? Please describe the noise. Asku. Was there a drop in pressure? Yes. If yes, did this affect the visibility of the surgeon? Yes. What was the gas consumption rate or volume (liter/minute)? Asku. Were you able to identify where the leak was coming from? Seal. Was a device inserted in the trocar during the leaking? Yes. If so, what device? 5mm and 10mm scope. Was any torque being applied to the trocar or device? Asku.